Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 240 units. Reportedly, the estimate remained static at 105 units. There was no reported impact to the customer's blood glucose level. Reportedly, the customer added additional insulin to the cartridge after it was loaded. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.